Event description:
The customer reported that the insulin pump was exposed to water. The customer stated that he went to swim while wearing the device. The customer also stated that he can hear the water when he shakes the device and water under the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly and a motor home switch.